Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: inflow valve

Event description:
Major pump unit(s) involved: device thrombosis.additional text: inlet elbow.specific component(s) involved: inflow valve.additional text: thrombus on stadir occluded central half of intake to pump.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump; other interventions, specify.other intervention : IV integrilin and heparin.implant device type: lvad.